Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display. Unit had broken battery cap, broken battery tube threads.

Event description:
Customer reported via phone call that the broken battery compartment. Customer's blood glucose level was unknown at the time of the incident. Customer stated insulin pump had blank display. Customer also experienced high blood glucose value and they declined to troubleshooting for the high blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.